Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of staphylococcus which is a known bacterium on human skin. Touch contamination is also a well-documented risk factor for peritonitis in pd patient. Therefore, based on the information available, the patient¿s peritonitis can be reasonably associated with touch contamination during the pd exchange, as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. During additional follow-up, a pd nurse familiar with the patient reported the patient was hospitalized (B)(6) 2020 for peritonitis. The patient also had concomitant constipation. Per the nurse, the patient¿s pd culture (date unknown) yielded growth of the bacteria staphylococcus. Reportedly, the patient was treated with unspecified antibiotics. Additionally, the patient was treated with sulfosuccinate and stool softener for the constipation. On (B)(6) 2020, the patient was discharged from the hospital and is reported to be recovering from the event. Per the nurse, the patient did not have any fluid leaks or any issues with any fresenius device or product in relation to the event. The nurse confirmed the peritonitis was attributed to touch contamination during the pd exchange.